Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿incorrect balloon design (balloon wall thickness excessive)". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. Correction: d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had bard foley catheter which had balloons that were not deflating. Per follow up via email on 21nov2023, it was reported that it was tossed because it was used on a patient. They had others with the same lot. They opened an additional clean one to try it out and discovered difficulty in the deflation. They had 2 with the same lot and same issue. A third was trialed and had difficulty as stated above. The patient was fine- the surgeon was able to eventually get it to deflate. Per additional information received via customer on 13dec2023, it was reported that to provide IFU on the foley catheter and on the kit, it did not say whether or not to test the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had bard foley catheter which had balloons that were not deflating. Per follow up via email on 21nov2023, it was reported that it was tossed because it was used on a patient. They had others with the same lot. They opened an additional clean one to try it out and discovered difficulty in the deflation. They had 2 with the same lot and same issue. A third was trialed and had difficulty as stated above. The patient was okay- the surgeon was able to eventually get it to deflate.